Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Evaluation of the attached photograph shows evidence that the stopper stayed inside the tube. Additionally, 30 retained samples were functionally tested for stopper-shield separation and found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation based on the photo provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the rubber cap of one (1) tube is difficult to remove, causing the sample needle to break. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the rubber cap of one (1) tube is difficult to remove, causing the sample needle to break. No adverse impact was reported regarding the patient or user.